Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm if the loss of consciousness and convulsion or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to less than 70 mg/dl while wearing the pod longer than 48 hours. The patient stated that in november they experienced loss of consciousness and convulsion. It was confirmed that they did not call 911 and did not seek medical attention due to these issues. As treatment, the patient drank grape juice, chewed glucose tablets then ate more food.